Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of abdominal pain ("abdominal and joint pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("abdominal and joint pain"), migraine ("migraines"), fatigue ("chronic fatigue"), urticaria ("urticaria") and mental disorder ("the "pile of knots" in the brain"). The patient was treated with surgery (removal of essure in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain and arthralgia was resolving and the migraine, fatigue, urticaria and mental disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, fatigue, mental disorder, migraine and urticaria with essure. The reporter commented: she consulted a general practitioner, a gynaecologist, a neurologist, a rheumatologist and a dermatologist, with no explanation. They blamed it on the mid-life crisis or on getting old. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 23-jun-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1063 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: incident- no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by an other and describes the occurrence of abdominal pain ("abdominal and joint pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("abdominal and joint pain"), migraine ("migraines"), fatigue ("chronic fatigue"), urticaria ("urticaria") and mental disorder ("the "pile of knots" in the brain"). The patient was treated with surgery (removal of essure in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain and arthralgia was resolving and the migraine, fatigue, urticaria and mental disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, fatigue, mental disorder, migraine and urticaria with essure. The reporter commented: she consulted a general practitioner, a gynaecologist, a neurologist, a rheumatologist and a dermatologist, with no explanation. They blamed it on the mid-life crisis or on getting old. Further company follow-up with the consumer is not possible. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. Essure was removed. Abdominal pain is anticipated according to the reference safety information for essure. Considering that abdominal pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between this event and essure cannot be excluded. Other non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Follow up information cannot be obtained.